Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarmed button error. Troubleshooting for stuck button was performed. The customer¿s blood glucose level was 58 mg/dl at the time of the incident. The customer stated that they were unsure if they pressed a button down for three minutes or longer. The insulin pump was also not exposed to change in altitude. The customer was able to clear the alarm after the battery cap was removed. The customer was advised to monitor the insulin pump and to call back if the problem persisted. The customer treated with juice and declined troubleshooting for the low. The insulin pump will not be returned for analysis.